Event description:
An intra-aortic balloon pump's pressure gauge was intermittently losing pressure during counterpulsation. The pt was transferred to another intra-aortic balloon pump without incident. There were no pt complications involved. No further details are available. The bio-med dept. At the user facility evaluated the balloon pump. A small crack was noted in the male elbow of the pressure gauge. The male elbow was replaced and helium valve was changed and the pump functioned as intended and was placed back in service. Follow up indicated bio-med may have inadvertently cracked the male elbow during service to the pump which co believes contributed to this event.